Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
On thursday surgeon has booked a elbow revision case. He is removing a stryker implant (evolve radial head implant) and implanting another stryker implant, the mopyc radial head.

Manufacturer narrative:
Correction - please refer d9. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
On thursday surgeon has booked a elbow revision case. He is removing a stryker implant (evolve radial head implant) and implanting another stryker implant, the mopyc radial head.